Manufacturer narrative:
Testing shows that when the trumpf table top rail section clamp (f-t3railsc) is used to support the trumpf table top leg support, the weight of the leg may exceed the capacity of the trumpf table top rail section clamps resulting in a loss of structural integrity. As an individual component, the trumpf table top rail section clamp was not designed to be used as a trumpf table top leg support clamp and is labeled ¿for use with armboards only¿. The root cause for incorrect installation is the instruction for use(IFU) d-720595, rev a3, page 6 incorrectly identifies that the trumpf table top rail section clamp can be used to support a trumpf table top leg support assembly. The field action is in process of being initiated and classified.

Event description:
Allen medical received a report from the account stating the patient was positioned on a t3 prone trumpf table with lower legs on detachable footboard. After the patient was draped and surgeon began exposing, the footboard fell down and uplifted from where it was attached to the frame. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).